Event description:
It was reported to resmed that a pt was awakened in the middle of the night when his s8 device made a loud bang and he saw blue flames coming out of the device near the motor.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. There was no adverse event reported for this incident.